Event description:
Customer reported an issue with the gas module iii, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the gas bench assembly. Unit was calibrated and tested to factor's specifications.